Manufacturer narrative:
Follow-up # 1 ¿ (6/7/2013). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce error 2 sc 1 and error 4 sc 2 and 1 messages. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.